Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Type I endoleaks are a known complication of the procedure. The device was discarded by the hospital.

Event description:
It was reported in 2007, a patient implant of a bifurcated device, a proximal cuff and three limb extensions two months earlier. The limb extensions were placed in the right common iliac. A limb extensions was used but was placed below the proximal end of the graft and covered the right hypogastric. A second limb extension was placed to bridge the gap between the bifurcated and limb extension, but that was also placed just inside the limb. There was still some filling of the sack so an additional limb extension was placed in an effort to line the entire right side from the bifurcation to the proximal end of the first limb extension placed. At the end of the case, there was still some filling of the aneurysm, which was thought to be a type ii endoleak from the covered hypogastric. On a follow up CT, a few weeks later, a type iii endoleak was discovered, due to the misplaced limb extensions. The next month, the patient was treated using a cuff as a limb extension to bridge the gap between the limb of the bifurcated device and the other limb extensions, which resolved the leak, patient is doing well.